Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI upn: m365db12160 model: db-1216 serial: (B)(6) batch: 596363. Product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7115276. Product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7113627.

Event description:
It was reported that the deep brain stimulation (dbs) patient contacted her physician as she was concerned that her incision site was red and swollen. The physician assessed her incision site and determined that it was irritated. On that date, the patient underwent a wound washed out where they were administered antibiotics. A culture was taken that revealed that the patient had developed staphylococcus at the burr hole sites. Four days following the wound washout procedure the patient underwent an explant procedure where her dbs system was explanted. The patient was placed on antibiotics and is doing well post-operatively. The devices were discarded and will not be returned for analysis.